Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of congestive heart failure, hypertension, covid-19, and dyslipidemia underwent an atrial fibrillation ablation procedure using the sphere-9 mapping and ablation catheter. During the index procedure, a circular pericardial effusion without hemodynamic relevance was identified as an adverse event. An echocardiogram conducted on (B)(6) 2025, detected the effusion, and a subsequent echocardiogram on (B)(6) 2025, showed no changes. The event resulted in a prolongation of the existing hospitalization. The adverse event was assessed by the sponsor as causally related to the study procedure but not related to the sphere-9 mapping and ablation catheter or the transseptal puncture. The case was completed. No additional medical intervention, treatment, or blood transfusion was required, and no other actions were taken in response to the event.